Event description:
It was reported that a pump alarmed for a system error 322 two times during an infusion of insulin. The device was programmed to deliver 37.4ml of fluid at a rate of 8ml/hr. The customer stated that the pump was tested for 48 hours with no occurrence of a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a system error 322 was not observed. Further eval found offset connector pins on the input/output printed circuit board. This is a known cause of system error 322 alarms. Review of the device history log confirms the two occurrences of system error 322 during the reported infusion. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.